Event description:
Volume measurement inaccurate alarm (vte is much lower than setting).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The root cause was determined to be a defective extended rinse flow valve due to aging. In consequence the defective component was replaced. There was no patient or user harm.